Event description:
Epidural catheter discontinued. "Black tip" not present. X-ray revealed a linear foreign body. Pt taken to surgery for removal of foreign body (epidural catheter tip). Pt tolerated the procedure well.